Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for surgery for an upgrade to a dual chamber. It was observed that there was noise with oversensing on the atrial lead and the pacing lead impedance was low. During the procedure the physician could not obtain access to the lead past the superior vena cava. The lead was not removed and the device not upgraded due to the inability to access and replace the lead. The procedure was aborted with a recommendation of future extraction and re-implant. The patient was stable.